Event description:
A medtronic bravo device delivery system, used during an ego was found to be bent after multiple attempts were made to introduce it into the esophagus. A 1 cm laceration was later identified on the patient's rear soft pahet. This injury did not require additional invasive or surgical intervention.